Event description:
The international customer reported the ventilator went vent inop due to a pressure sensors failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Completion of service is pending.

Manufacturer narrative:
Completion of service pending.